Event description:
This complaint is now reportable based on the analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The physician attempted to place a taxus express2 3.5x32mm drug eluting stent to the right coronary artery (rca), but was unable to cross the lesion. The lesion was pre-dilated with a maverick balloon, unknown size. However, the returned product confirmed that the stent had dislodged from the catheter. The procedure was completed by using another taxus stent, same size. No patient injuries or complications were reported. Patient status is satisfactory.

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulties as stated in the complaint. However, product analysis did reveal that the stent had dislodged from the catheter. The delivery device without the stent on the balloon was received in good condition with no damage observed. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. The manufacturing records for top assembly batch 7897124 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the stent dislodgement could not be determined.